Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "internal battery" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction/issue was proactively replacing the following parts on the device: exhaust fan assembly, trilogy o2 pm kit, and 43-micron filter. After the parts were replaced on the device, the repair and run-in tests were performed, along with the battery and valve checks. The device was operational, and it was cleaned.